Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, due to the lcd the device does not power on. The printed circuit assembly (pca) board needs to be replaced to resolve the issue. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.